Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the vitrectomy procedure, ophthalmic trocar's self-closing valve leakage and could not be used. After replacing the consumable, the surgery proceeded normally. There was no further patient impact was reported.